Event description:
Associate was in the process of lining up the pinhole collimator to be placed and secured on the surface of the detector head when pt fell off of its stand and onto the floor. Wt of collimator 500 lbs. No injury to pts or associate. MFR notified of incident 5/23/96 and examined equipment on-site. Collimator in the process of being returned to the MFR.